Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s device was overdischarged and therefore they had a lack of communication with their ins ((B)(6) 2017). It was reported that their last attempt to recharge was approximately around the early part of the year ((B)(6) 2017), though it was noted that the exact timing of the last successful recharge was not clear. It was reported that the reason why recharging was not maintained was due to issues with recharging ever since they were implanted ((B)(6) 2015). It was stated that the patient had shoulder issues and had difficulty using their recharger (insr) to reach back to charge their ins. The patient stated that they couldn¿t lay on their side or back for very long so they didn¿t plan to recover their ins and they were considering a primary cell battery instead. The patient was advised to follow-up with their healthcare provider to discuss replacing their current ins for a primary cell. There were no symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2017-06-14 reported that the ins device information was not known. The manufacturer representative was unable to interrogate it and the ins was going to be replaced with a primary cell battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.